Event description:
Add'l info rec'd from rptr (B)(6) 2011: please help me. I had a left mastectomy (B)(6) 2009. A bard port was implanted (B)(6) 2010 and removed immediately (B)(6) 2010 for the following reasons: a blood clot was caused by the implant. I was on coumadin for 7 months going to lab once a week from (B)(6) 2010. Now, I have to take medication for the rest of my life because of the muscle spasms and nerve pain where the port was. For 16 months, I have been in pain and suffering. My chemo dr has finally told me I will have to live with this. That's not fair. My medical bills have been extremely expensive, because of the defective device I could not use. Please help me, I cannot afford an expert, so you can know what I am going through. Also, the devices are used for millions of cancer pts. Nothing is a 100%, there will be a few defective devices here and there. Unfortunately it affected me. I cannot afford these medical bills anymore, along with my pain, burning, and muscle spasms I experience everyday. Please help me. Thank-you.

Event description:
I have breast cancer, left mastectomy (B)(6) 2009, a bard port was inserted (B)(6) 2010, for me to received "chemo". Bard port could not be used, because a large, "blood clot" was formed, after the port was inserted, on (B)(6) 2010. Bard port was removed on (B)(6) 2010. After surgery I was in "severe pain", and at this present time, I am living with this pain. My cancer doctor was hoping my nerves, muscles, (where the port was "laying on", would heal. They did not. I have to live with this illness, until I die. This decision was made (B)(6) 2011. I am on nerve and pain medication, forever.